Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. On an unknown date within the first six months of initial implant, reintervention was completed for treatment of a type ii endoleak (non- device related failure) with implant of a palmaz (non-endologix) aortic extension to straighten the aortic neck angulation. Approximately four (4) years post-initial procedure, aortic ultrasound showed aneurysm enlargement from 5.3mm in (B)(6) 2021 to now 6.2mm with possibly another type ii endoleak, although the origin of the endoleak is not certain. Reintervention is planned but is not yet scheduled. The patient is reported to be stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the abdominal aortic aneurysm enlargement of 13.7mm and type ii endoleak are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ia endoleak occurred that was not included in the event as reported. These findings were discovered during an examination of the 49-month post implant computerized tomography scan. The most likely causation for the type ii endoleak is anatomy related. A contributing factor for the type ia endoleak was the sub optimal position of the suprarenal proximal extension at the index procedure (11mm from base of left renal artery to the fabric line). There were no procedure related harms for this adverse event/incident identified. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal. On an unknown date within the first six months of initial implant, reintervention was completed for treatment of a type ii endoleak (non- device related failure) with implant of a palmaz (non-endologix) aortic extension to straighten the aortic neck angulation. Approximately four (4) years post-initial procedure, aortic ultrasound showed aneurysm enlargement from 5.3mm in december 2021 to now 6.2mm with possibly another type ii endoleak, although the origin of the endoleak is not certain. Reintervention is planned but is not yet scheduled. The patient is reported to be stable. After the initial report, the clinical assessment determined that there was evidence to reasonably suggest a type ia endoleak occurred that was not included in the event as reported. The type ia endoleak was discovered during review of the 49 month post implant. Computerized tomography scan.